Manufacturer narrative:
Concomitant product: product ID 97712, serial # (B)(4), product type implantable neurostimulator; product ID 97754, serial # (B)(4), product type recharger. (B)(4). Analysis of the returned desktop charger model 37761 serial # (B)(4) showed a damage connector on the cable assembly which was replaced.

Event description:
Information received from the patient reported that they could not plug the connector pin back into the recharger due to a damaged connector on the desktop charger. It was noted that both their implantable neurostimulator (ins) battery was dead and that their recharger was depleted since (B)(6) 2015. No patient symptoms or harm were reported in the event. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, a follow up report will be sent.